Manufacturer narrative:
Qn#: (B)(4).

Event description:
The complaint is reported as: the catheter was inserted in the patient and properly attached with the fixation device. The griplock fixation did not maintain the catheter and the catheter was found on the floor out of the patient during the night. The patient is fine and another catheter was inserted in the surgery room.

Event description:
The complaint is reported as: the catheter was inserted in the patient and properly attached with the fixation device. The griplock fixation did not maintain the catheter and the catheter was found on the floor out of the patient during the night. The patient is fine and another catheter was inserted in the surgery room.

Manufacturer narrative:
Qn#: (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.